Event description:
During stone manipulation with basket and laser, physician could not advance due to left upj dispruption. The duel flex 0.038 ureteral guide wire came apart - unraveled near distal end.